Manufacturer narrative:
Medical devices: product ID 3889-28, lot# va09fth, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that after having the implant in 2014, the patient always felt like something wasn't right. The patient felt something hot under their skin. The patient met with the doctor and it was determined the patient had a blood clot. The patient mentioned that they had another surgery after 2014 because the ins and the lead had migrated. No further complications were reported as a result of this event.